Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.0/1.0/91 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to lens rotation not associated to a low vault. The exchange did not resolved the problem.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture and residue/debris on product, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6-investigation conclusion code 4310 added to initial MDR. Claim# (B)(4).